Event description:
According to the report, the synergraft aortic valve and conduit was implanted on (B)(6)2003 in a patient with aortic stenosis. The patient experienced severe aortic insufficiency and the valve was explanted on (B)(6) 2007. The explanted valve was observed to have calcified nodules on the leaflets and annulus, regurgitation, and perforation of the non-coronary cusp.

Manufacturer narrative:
This investigation is currently ongoing. Additional information will be provided in a follow-up report.